Event description:
It was reported that the patient was presented in the clinic for the routine follow up. Upon interrogation, the programmer exhibited a diagnostic data anomaly when calculating the expected longevity. No patient symptom was reported and would continue to be monitored.